Event description:
It was reported that the pump touchscreen was illegible and unresponsive. Additionally, it was reported that the pump battery was not holding charge. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.